Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water cylinder and tube. A root cause could not be identified. Based on the results of the investigation, angulation issue was not found and the cause was not established for the foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported stuck angulation wires during inspection for use of an olympus gastrointestinal videoscope. There was no patient injury.